Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: 709548. This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens - 10.0/+2.0/96 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault and lens rotation. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.